Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the patient's body rejected their first implant that was placed on (B)(6) 2021. The patient reported that the first time they felt stimulation with this neurostimulator, it had been very strange and, at their 10 day follow up appointment with their managing health care provider (hcp), the neurostimulator site was fine. 7 days after that, the wound opened back up and the patient had an infection. The patient stated the implant had been removed on (B)(6) 2021. The patient stated for their current implant implanted on (B)(6) 2022, an antibiotic pouch had been used and the wound was still closed, their body was accepting it and the patient believed that this time "all is good." No further action was taken on the call.

Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.